Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient states that he cannot use the device anymore because he had upper airway irritation, sinus, sniffling. States that he experiences these symptoms while using device with clean or new filters. He has been experiencing his symptoms 2 times within the last months. He has not used the machine because of the symptoms. Nasal/throat irritation or soreness. Unit is scrapped. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. An internal investigation was performed on the device. The technician confirmed no problem found, no particles in the air path or no visible foam degradation during the device evaluation. Device not needed for internal stock and will be scrapped per fc:16-700-623. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.